Event description:
It was reported that during a lobectomy procedure, it was too hard to grasp the firing trigger at the second firing. When the jaw was opened, it was found that only the staples of the proximal part were protruded with unformed shape. The device was used as-is with another new cartridge to complete the case. The doctor commented that the tissue might have been harder and thicker than usual. There were no adverse consequences for the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: the complaint could not be confirmed because no device was returned for analysis. The batch history records were reviewed with no anomalies noted during the manufacturing process.